Manufacturer narrative:
The sample was sent to bci cpls (customer product line support) for additional testing. A routine system check performed on (B)(6) 2011 passed within instrument specifications. Cpls was able to replicate the customer's results on neat samples. Heterophile testing demonstrated the presence of interfering substances. A patient source interferent is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reproducible (B)(6) hbsag result generated by the unicel dxl 800 access immunoassay system for one patient. Subsequent testing on an alternate methodology produced a discordant "(B)(6)" result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.